Manufacturer narrative:
The pump was received with a blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing or verify the frozen screen due to the blank display. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that after battery change, insulin pump screen was frozen and there was a constant tone. Customer changed battery again and issue persisted. Customer was advised to remove battery and allow insulin pump to rest for two hours and then reinsert. Customer would monitor insulin pump.